Event description:
Per the clinic, the patient experienced poor performance since activation and only perceives static sound with the device. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2025, and the patient was re-implanted with another cochlear device (specific date not reported).